Event description:
At disconnection from a cartridge that was used during a crrt treatment, the male luer tip from the cartridge pt blood line connector broke off in the pt's catheter female connector. The catheter was replaced. No other medical intervention was reported.

Manufacturer narrative:
No investigation is possible without the returned product; therefore, the exact cause of the reported issue cannot be determined. There is no evidence to suggest that the broken male luer tip was related to manufacturing since there was no reported issue by the operator when initially disconnecting the luer from the priming spike. If the luer tip is wet before making the connection, it may act to seal the components together making it difficult to disconnect. Standard industry luer components are used in the cartridge assembly. Nxstage medical considers this report closed.